Event description:
The unit stopped cycling during ventilation. This was an emergency anesthesia due to arterial hemorrhage. Therefore, according to dr, the pre use check was left out. The settings were as follows: 5l/min fresh gas on o2/air. Manual ventilation was possible at induction. When switching to volume control mode, the bag in bottle bellow did not fill, ventilation was not possible. Also the pressure control ventilation mode did not show any reaction. Volumes: 5 l/min, af: 12, I/e: 1:2, upper pressure limit: 30. The ventilation of the pt was continued with manual ventilation and finished.